Manufacturer narrative:
Patient information was unavailable at the time of filing. Other relevant device(s) are: product ID: 9735225r, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the manufacturer representative could not get past logging into the software. After a hard reboot, an unexpected shutdown occurred. There were no fans from the computer but the uninterruptible power supply (ups) fan was still on. The outlets on the ups from the computer were swapped. After this the no signal message disappeared however after swapping the outlets the system would freeze at multiple points in the software. The computer was replaced and the system then passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that when the site first started the system, the monitor had the message "no signal". After 4 hard restarts, they were able to start the case. During the case while navigating, the "no signal" message appeared again. The site switched to a different navigation system to complete the procedure. After the case, the manufacturing representative tried different plugs. On the first attempt, she received the "no signal" message. On the second attempt, the screen booted to a black screen with white writing. An additional plug and hard restart were attempted, and the system was unplugged for a few minutes prior to turning the system back on. After doing this, the system could be used without issue. There was no delay to the procedure and no impact to patient outcome as a result of this issue.

Manufacturer narrative:
The computer was returned to medtronic for analysis. The computer booted normally to the application screen. The spine and cranial programs started and ran normally. No "no signal" messages were observed. No failures were found. Fdm, fdr, fdc codes apply to this analysis. If information is provided in the future, a supplemental report will be issued.